Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high, compared to another meter (unknown) the complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2016 at 9.30 am, alleging that he obtained an inaccurately high blood glucose reading of ¿167 mg/dl¿ with the subject meter compared to ¿147 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lfs¿ criteria for accuracy. The patient informed the csr that she manages her diabetes with oral medication, diet and exercise. It is unknown if the patient made any changes to her usual diabetes management routine as a result of the alleged issue. In response to the inaccurate high, the patient reported she developed the symptoms of ¿sweating, shaking and cold hands.¿ the patient stated that at a visit to the doctors office, she was treated with an increase in her oral medication, repaglinide 2mg, 3 times per day, prior to meals. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the sample was taken from an approved sample site. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.